Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver unspecified concentration of adriamycin, at a rate of 12ml/hr, with 1152ml vtbi (volume to be infused), for a duration of 96 hours, via a gemstar pump. After an unspecified length of time in use, the homecare patient returned to the clinic for a scheduled appointment. During the appointment, a leak of the chemotherapeutic agent was noted at one of the two air vents on the filter. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.